Event description:
It was reported that this right ventricular (rv) lead pace impedance has been stable at 400 ohms then in (B)(6) 2019. The right ventricle (rv) pace impedance started intermittently jumping to 1200 ohms then back to 400 ohms. Also, it was noted several instances of right ventricular intrinsic amplitude out of range. Boston scientific technical services noted excursions of right ventricle pace impedances seem to be increasing. Boston scientific technical services advised bringing patient into clinic for aggressive patient isometrics and pocket manipulation. The rv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).